Event description:
It has been reported to us that the physician placed two medtronic guide wires in the rca, one terminating in the av branch, the other in the pda. A stent was deployed at the bifurcation into the av branch. Upon retrieving the pda wire, resistance was noted. The wire tip then came off into the patient as the rest of the wire was retrieved through the guide catheter. Distal tip of the guide wire remains in the patient. The patient is fine. Attempts were made to get the product in question back for evaluation but the hospital is keeping both the device and cine films from the case for internal purposes.

Manufacturer narrative:
(B)(4). Evaluation of the discrepant device is not possible, the device is not returning. Therefore, an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future any additional information or if the actual complaint sample is returned, a follow-up medwatch will be submitted. The analysis is complete as of today (B)(4) 2012.